Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2022. The patient stated while she was out on the street in the middle of the afternoon on (B)(6) 2022, she lost consciousness due to hypoglycemia and fell to the floor, sustaining critical injuries to her face as a result. The patient stated that she did not receive an alert from her cgm warning her of low glucose levels because the cgm was reading inaccurately at 120 mg/dl at the time of the incident. Emergency services was called and transported the patient to the hospital for treatment. Two days later, nurses who were tending to the patient at the hospital noticed another discrepancy during which the patient's dexcom cgm displayed 110 mg/dl, while the blood glucose meter displayed 55 mg/dl. Several calibrations were reportedly performed in an effort to correct sensor accuracy but the discrepancies persisted, so the sensor was removed. The next day, the patient was provided with a new sensor and receiver to use and reported that she still observed discrepancies greater that 20% between the cgm and a blood glucose meter. The patient was still at the hospital at the time of contact. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid.